Event description:
Prostatectomy - "first arming: the clip did not come down. Second arming: the clip falls directly into the stomach without being closed. Clip has been removed successfully. Third arming: the clip arms correctly but when the surgeon places it, the clip overlaps on itself and fails."

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.